Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a company representative. The patient was beginning to have symptoms of withdrawal. The pump will be returned for analysis but a surgery date was not yet known.

Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8835, serial(B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a company representative regarding a patient who was receiving sufentanil 5000 mcg/ml; 31 mcg/day and bupivacaine 5 mg/ml; 0.0310 mg/day via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease. Other medications the patient was taking at time of the event was unable to be obtained and not available. Patient weight was unknown. Medical history was asked and will not be made available. The date of the event was (B)(6) 2017. It was reported the pump had a critical alarm; safe state; low battery. The pump was interrogated with the 8840 (clinician programmer) and confirmed a safe state status. Reset occurred; reset occurred low battery occurred on (B)(6) 2017 at 12:31, 12:32, 12:33, 12:34, 12:35, 12:36, 12:37, 12:38, 12:39, 12:40, 12:41, 12:42, 12:43, 12:44, 12:45. Per pump telemetry 88/89 occurred (B)(6) 2017 at 08:11, 10:11, 10:11, 10:11, 10:11; (B)(6) 2017 at 05:57; (B)(6) 2017 at 10:09. No symptoms were reported. The pump was programmed to minimum rate. Supplemental medications were prescribed and the patient was referred for a replacement. Surgical intervention was planned was not scheduled. The issue was not resolved. Patient status was alive - no injury there were no known environmental/external/patient factors that may have led or contributed to the issue. No further complications were reported.